Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued d4 serial number: (B)(6). Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold and black particles in the surface of the shell. A microscopic analysis was performed which identify crease sharp in the radius side. Based on the device analysis the final assessment is: -a crease sharp opening on radius due to a fold flaw opening.

Event description:
Healthcare professional reported left side intracapsular rupture. The device has been explanted and replaced.